Event description:
On (B)(6) 2010, the 6mm x 60 cm graft was used for the f-f bypass procedure. The immediate postoperative echo revealed serous fluid was oozing. The physician suspected seroma. The affected area was swollen, and the pt has repeatedly drained serous fluid from the puncture site using 21g puncture needle with approximately 100 cc each once a one or two weeks. (B)(6) 2012, the pt presented with a pain at the affected area since the swelling deteriorated. On (B)(6) 2012, re-do surgery was performed. The physician incised directly above the skin, observed/checked the graft. The physician noted a pin-hole sized hole around on the middle of the graft, with organized serous fluid flowing out of the hole. The physician disfurnished the ring support, sutured the hole, and finished the surgery. The affected area repeatedly became swollen. The physician is not sure that the current swelling of the affected area is caused by seroma since the pt has been infected with (B)(6). The pt has been in the hospital at present and has been followed with the administration of antibiotics due to (B)(6) infection.

Manufacturer narrative:
A review of the device history record, including all quality control testing and sterilization records were reviewed and indicated that the graft was processed and inspected according to procedures and no non-conformances were found. Specifically, the review of the water entry pressure test (wep) was reviewed and found to have been within product specification. A device evaluation could not be performed since the device was not returned for evaluation. No conclusion can be drawn, however there is no indication from the information provided and the review of the records, would indicate that the device was defective.